Event description:
It was reported that this implantable pacemaker was attempted and not successfully implanted due to high impedance out of range when the lead was hooked up to the device. There was some troubleshooting done and a pacing system analyzer (psa) was used to determine if the high impedance was due to the lead or the device. The physician then asked for a new device after multiple attempts were made. A new device with the same model was implanted. No adverse patient effects were reported.